Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump delivery history and total daily dose records revealed accurate records of pump activity. The alarm history reflected typical usage. A delivery accuracy test was performed and completed successfully. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reported blood glucose readings of the user of the pump ranged from 200 mg/dl to 300 mg/dl over the course of seven days. It was alleged that the pump was malfunctioning and causing this blood glucose excursion. The reporter allegedly switched to injections to correct for the blood glucose readings. The alleged blood glucose excursion does not meet animas¿ criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.